Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced dyspareunia, pelvic pain, bleeding, vaginal scarring, mesh erosion, infection, prolapse and incontinence. An excision of the mesh, primary closure and cystourethroscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.